Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was informed that there were no furthers issues or complaints during a subsequent da vinci-assisted surgical procedure. A field evaluation was not performed and no products were replaced.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the case was converted to open surgery due to the patient's status. The patient was experiencing blood pressure issues. However, the following information is unknown: the cause of the blood pressure issues and what medical intervention was rendered due to the complication. It was also reported that the monopolar and bipolar energy was low intraoperatively. Intuitive surgical, inc. (Isi) followed up with the surgeon to gather additional information regarding the reported event. The surgeon indicated that the reason for the conversion to open surgery was due patient issues and not related to the da vinci system. No further details were provided.